Event description:
On (B)(6) 2013, the patient's wife reported that the patient's infusion device displayed an error message and so they changed the battery. The device then displayed e8 (power interrupt) and they were not able to clear the message by pressing the check button. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. It was unknown if the patient used any concomitant medical products.

Manufacturer narrative:
The soft components of the housing are worn down heavily. Therefore, moisture may enter the insulin pump and destroy the pump electronics.